Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, there was a leaking vent valve. There was a blood loss of less than 20ml. Product was changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on august 22, 2018. (B)(4). The sample was not returned for evaluation, so a retention sample form the same product code and lot number combination was used for investigation. The retention sample was visually inspected with no anomalies noted. It was then run through the ops leak test to ensure that each component is functioning as normal. It is possible that the unit had been over pressurized during use, causing the unit to leak. During the investigation of a similarly reported event, simulation testing of the ops valve in an aortic root vent line found the ops valve to leak if the vent line was not properly clamped during cardioplegia delivery; the positive pressure from the cardioplegia line likely flowed in into the vent line, in which the ops valve was implemented. The positive pressure relief valve then opened to release the pressure, and caused the ops valve to leak. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.